Event description:
Abstract received from allergan irvine, global literature and information services, through special "product watch": "(B)(4)". Abstract mentioned: "cause of reoperation: 14 cases of gastric pouch dilatation and slippage 1 case".

Manufacturer narrative:
(B)(4). Follow-up with the authors of the abstract is not possible since no contact info was provided; therefore, we were unable to request return of the device. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and pouch dilatation are surgically/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."